Event description:
The patient came to the ep lab for an lv lead replacement. The patient's epicardial lv lead was not capturing in any of its vectors (tip to ring, tip to coil, ring to coil). The physician decided to cap the chronic epicardial lead and place a new endocardial lv into the middle cardiac vein. The implant of the new lv lead was successful and without complication. It is not known what caused the epicardial lead to lose capture. The chronic device had reached eri due to programming to high output in the lv lead.